Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported the unit dovetail mount is loose and not tightening correctly. There was no patient harm or unexpected outcome as a result.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The dovetail was replaced for evaluation. The system was tested and found to meet product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).